Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an inflation device. Positive pressure was applied when a liquid was observed to be leaking from a balloon pinhole at 6 mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion is located in the mildly tortuous vein side of the left forearm shunt. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected to treat the target lesion. During the procedure, when the balloon was inflated for the third time at 8atm for 30 seconds, it was observed on the angiogram that contrast media spouted from the ruptured balloon. The balloon was deflated and the device was removed from the patient's body, a pinhole was noted. Angiography was performed and a dissection was noted at the site that dilatation was performed. A 6.0-40 non bsc balloon catheter was used to treat the vessel dissection. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion is located in the mildly tortuous vein side of the left forearm shunt. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected to treat the target lesion. During the procedure, when the balloon was inflated for the third time at 8atm for 30 seconds, it was observed on the angiogram that contrast media spouted from the ruptured balloon. The balloon was deflated and the device was removed from the patient's body, a pinhole was noted. Angiography was performed and a dissection was noted at the site that dilatation was performed. A 6.0-40 non bsc balloon catheter was used to treat the vessel dissection. The procedure was completed with a different device. No further patient complications were reported and the patient's status was good.